Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, reduced analysis was performed, and no anomalies were found. It was noted that the set screw was damaged.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, reduced analysis was performed, and no anomalies were found. It was noted that the set screw was damaged. Correction: initial report submitted on (B)(6) 2011 reflected the incorrect manufacturing site. Therefore a supplemental report is being submitted to indicate the correct manufacturing site as (B)(4).

Event description:
It was reported that during a device change out procedure due to elective replacement indicator there was difficulty removing the setscrew from the device header. Another wrench was used and the setscrew was successfully removed. The device was extracted and replaced. No patient complications were reported as a result of this event.